Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen display of the pump appeared dim, not as saturated as the previous pump, and the display showed lines going across the screen. In addition, the customer's blood glucose (bg) level had been elevated with small ketones, since waking up on the morning of the event (245 mg/dl). Cause of the elevated bg level was unknown. Contact declined troubleshooting and declined to provide any further information at the time of the report. Multiple follow up attempts were made; however, the contact/customer did not respond.